Event description:
It was reported that the arctic sun device was giving alert 41 low internal flow during testing. A check of the diagnostics showed 0 lpm even when flow could visually be observed in the shunt tube. They discussed this was indicative of a failure with the flowmeter. They stated that would order and replace the flowmeter onsite. Per tech support or biomed via phone on (B)(6) 2024, customer stated that they replaced the flow meter, and have returned the device to service. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was giving alert 41 low internal flow during testing. A check of the diagnostics showed 0 lpm even when flow could visually be observed in the shunt tube. They discussed this was indicative of a failure with the flowmeter. They stated that would order and replace the flowmeter onsite. Per tech support or biomed via phone on 14june2024, customer stated that they replaced the flow meter, and have returned the device to service. No patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty flow meter. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Complaint re-opened to update UDI information with all available information per gudid. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty flow meter. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was giving alert 41 low internal flow during testing. A check of the diagnostics showed 0 lpm even when flow could visually be observed in the shunt tube. They discussed this was indicative of a failure with the flowmeter. They stated that would order and replace the flowmeter onsite. Per tech support or biomed via phone on 14june2024, customer stated that they replaced the flow meter, and have returned the device to service. No patient involvement.